Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that customer was hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2020 with blood glucose of 600 mg/dl. Customer stated they had trauma to ankle to fall and hypokalemia. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with bolus with insulin pump and insulin shot, potassium drip. Based on customer report customer did allege insulin pump was under delivering. Customer stated reason for under delivery was blood glucose continue to go to up even after bolus delivery. Customer did not wish to continue troubleshooting. The insulin pump will be and reservoir will not be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08705 inches. No under delivery anomaly noted during testing.